Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic), the criteria for the right ventricular lead integrity alert (lia) were met, and oversensing associated with the right ventricular lead. Analyst commented, 2 non sustained tachycardia episodes with v-v intervals greater than 220 milliseconds on (B)(6) 2015. 36 ventricular sic recorded from (B)(6) 2015. Lead failure predictor triggered on (B)(6) 2015 for ventricular sic and n on-sustained episodes. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered due to oversensing. The rv remains in use, and patient will be monitored thru check up visits and data transmission(s). No patient complications have been reported as a result of this event.